Event description:
After a da vinci si hysterectomy procedure, the user facility reportedly identified a separated wire on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed two frayed grip cables at the distal clevis: one cable close near the proximal clevis and the other cable close to the grips. One frayed strand was found sticking out at the instrument's wrist. Other cables at the instrument's wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.